Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
After revision surgery the patient has been having pain. She stated the knee implant has become loose as per her doctor. Dr. (B)(6) stated he will not revise her knee.

Manufacturer narrative:
Concomitant medical products: tri ts femur sz1 right, cat# 5512-f-102, lot# yfgf; tri ts baseplate size 2, cat# 5521-b-200, lot# ievga; tri press-fit stem 12mm x 100mm, cat# 5565-s-012, lot# m5l03a; tri press-fit stem 10mm x 100mm, cat# 5565-s-010, lot# m5l01j; triathlon total knee system offset adapter 2mm, cat# 5570-s-020, lot# m8l46l; triathlon total knee system offset adapter 2mm, cat# 5570-s-020, lot# m5e05aw; simplex hv us plain 10 pk, cat# 6481-2-100, lot# 086155. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no examination of the explanted components is available, and there is no radiographic evidence of loosening, migration or subsidence of the components. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation". Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: provided medical records states patient is having continues knee pain but the event could not be confirmed nor the root cause could not be determined as insufficient information was provided. A review of the provided medical records and x-rays by a clinical consultant indicated no examination of the explanted components is available, and there is no radiographic evidence of loosening, migration or subsidence of the components. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If devices and/or additional information become available, this investigation will be reopened.

Event description:
After revision surgery the patient has been having pain. She stated the knee implant has become loose as per her doctor. Dr. (B)(6) stated he will not revise her knee.